Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3169, UDI: (B)(4), serial: (B)(6), lot:5343822, common device name: scs lead, model: 3169, UDI: (B)(4), serial:(B)(6), lot:5343822, common device name: scs lead, model: 3169, UDI: (B)(4), serial: (B)(6), lot:5343822. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. Investigation was unable to determine which of the leads attributed to the event. As a result, surgical intervention is pending to address the issue.